Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device meets the design requirements and that the requirements meet the needs of the user. Each device is shipped with instructions for use (IFU), listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. Specifically, the IFU lists key anatomic criteria that, if followed, could prevent this failure mode from occurring. Additionally, for this part of the procedure (advancing the top cap) the IFU recommends to use an les wire (lunderquist) for extra support. All trained physicians have access to a physicians reference manual that lists troubleshooting techniques if this failure mode is to occur. There are controls in place for the soldering process ensuring the barbs, on the top stent, have the correct amount of solder and correct amount of spacing between the stent struts and barb wire. The device remains implanted and no images were provided to assist in this investigation. At this time, however, we have notified the appropriate individuals and we will continue to monitor for similar events.

Event description:
A male pt underwent aaa repair in 2009. The flex main body was placed as labeled. The black trigger wire was pulled, but the top cap could not be pushed forward. It locked, but the pin vise was unlocked. There seemed to be a lot of friction. Only with a lot of force could the top cap be pushed forward and the suprarenal stent be released. Due to this maneuver, placement of the flex main body was not optimal. Eventually, the main body has to be extended. After the first control in CT-scan, operation was completed in the normal way. Pt is fine at this time.